Manufacturer narrative:
The device was not returned to any of olympus locations. Therefore, olympus could not investigate the device. The user also reported that the front panel switch was unresponsive. The person in charge of mvc co., ltd. Visited the user facility and repaired it on site. The damaged part was discarded by mvc co., ltd.. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
During preparation, the user facility found that the lid of the device was cracked. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2021-10004 and correct the initial report. Olympus re-evaluated the event reported in the initial report and determined that the failure mode is not a MDR reportable malfunction. If additional information becomes available, this report will be supplemented.